Manufacturer narrative:
Submit date: 07/18/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a pinhole was found on the venous extension. The clamps were reviewed and did not show any issues. Functional testing was performed and bubbles were detected coming from the pinhole in the venous extension. The lumen related to the arterial extension did not show bubbles during the test. A possible root cause can be due to improper use of sharp objects with the catheter or due to excessive force used with the catheter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. This event will be addressed through a formal corrective and preventative action and no further action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 4/08/2016 that a customer had an issue with a dialysis catheter. The customer reports that the hd catheter was inserted 1 month ago, on (B)(6), when putting the patient on dialysis, it was noted that the line was leaking on the venous lumen just below the catheter hub. The line was clamped, unable to return blood, and the patient lost 100-150 of blood. The patient then had to be sent to the or and placed under general anesthetic to have the catheter replaced.